Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had trouble with their implantable neurostimulator(ins), it suddenly stopped working on (B)(6) 2017, and the therapy stopped helping their symptoms. There were no further complications reported or anticipated.